Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient's ins had been turned off in the past when in the vicinity of the airport security gates. No further complications were reported or anticipated with this event.